Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined. There was a possibility of failure of the cable, the ccd or the circuit board.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at olympus service operation repair center (sorc) on june 30, 2021, it was found that when service engineer operated the angulation function of the subject device, the screen showed noise and the endoscopic image could not be seen, and the image sensor cable of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.